Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a scanner failure due to the faulty usb cable. The field service engineer replaced the usb scanner cable to resolve the issue. Cleaned all the pockets and installed the fluid ingress gasket as a part of preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the scanner turned off and on repeatedly. The customer was able to get the meds out, but faced difficulties during the scanning process. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.